Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0sq76, implanted: (B)(6) 2015, product type: lead. Product ID 3889-28, lot# va0sq76, implanted: (B)(6) 2015, product type: lead. The initial MDR was filed as MFR report # 3007566237-2015-03298. Additional information indicated the correct manufacturing site was site 3004209178.

Event description:
A healthcare provider (hcp) via a manufacturer representative reported that a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor experienced erosion and the device ruptured the skin. Erosion was noted on (B)(6) 2015. The implantable neurostimulator (ins) was expelled from the body and the doctor removed the ins and part of the lead on (B)(6) 2015. The doctor cut the lead and wanted to know if the lead could be left in place. The patient developed an opening in their incision line and the hcp decided to remove the complete system. The hcp wanted to give the patient time to heal in the area of explant and then the patient would be reimplanted with a new system. The patient had healed well and they would most likely schedule a new implant in the near future for the patient.

Event description:
Additional information received from the manufacturer representative reported that the cause of the skin opening was not determined and no infection was found. The current plan was to get the patient's whole system explanted and implant with a new one sometime in (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer's representative reported that there was erosion. The device actually ruptured the skin; 1/2 an inch of skin opening where the implantable neurostimulator (ins) pocket was located. A revision surgery was noted. The health care professional (hcp) wanted to move the ins to the other side of the body. The managing hcp did not believe any infection occurred at this time. No further information was provided about this event. If additional information is received, a follow up report will be sent.